Manufacturer narrative:
Update: reported event of ¿cervical cup melts with harmonic energy instrument¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: this device should be used only by surgeons trained in proper techniques for uterine surgery, diagnostic procedures, gynecological pelvic anatomy, and placement of intrauterine retracting instruments. Read and become familiar with all instructions, warnings and precautions in this package insert before using this device. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2023 during a hysterotomy procedure and the ¿cervical cup melts with harmonic energy instrument. Gyn team says this always happens with the harmonic. (Ethicon endo-surgery settings 3min/5max)¿. The procedure was completed without an alternate device and there was no delay. After further assessment it was found that the device fragmented and the "fragment fell into surgical site and was retrieved by surgeon." The harmonic will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: this device should be used only by surgeons trained in proper techniques for uterine surgery, diagnostic procedures, gynecological pelvic anatomy, and placement of intrauterine retracting instruments. Read and become familiar with all instructions, warnings and precautions in this package insert before using this device. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2023 during a hysterotomy procedure and the ¿cervical cup melts with harmonic energy instrument. Gyn team says this always happens with the harmonic. (Ethicon endo-surgery settings 3min/5max)¿. The procedure was completed without an alternate device and there was no delay. After further assessment it was found that the device fragmented and the "fragment fell into surgical site and was retrieved by surgeon." The harmonic will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.